Event description:
The philips field service engineer (fse) reported that there was no power (failure to power on). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will b e submitted once the investigation is complete.